Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned product was patent. The device did not meet the requirements for leak testing due to the patient line tubing being disconnected at the ¿y¿ connector. It is unknown how or when the tubing became disconnected. No unusual characteristics were noted. All edms devices are 100% leak tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was connected to the device on (B)(6) 2018, and since then, the tubing was found to be loose and disconnected near the injection site. It was stated the device was removed on (B)(6) 2018 and would be replaced with another one. The patients condition remained the same after the incident. According to the healthcare professionals, there were no environmental/external/patient factors that may have led or contributed to the issue.